Event description:
It was reported that nurse stated patient was well below targeted temperature and the arctic sun device did not appear to be warming them back up. It was confirmed device had been alerting. Event log showed alert 113 reduced water temperature control and alert 11 patient temperature 1 below low patient alert. Patient temperature was 31.2c, targeted temperature was 33c, water temperature was 33.6c and water flow rate was 2.0 l/m. Four pads were connected. System diagnostics read outlet monitor temperature was 32.8c, outlet control temperature was 33c, inlet temperature was 32.7c, chiller temperature was 7.6c, water flow rate was 2.0 l/m, inlet pressure was -7 psi, circulation pump command was 51 percentage, mixing pump command was 0, heater was 100 percentage, water reservoir level was 5, system hours were 4094 and pump hours were 3661.5. Had them stop therapy, drain pads and disconnect. Walked through draining 16 ounces of water. Restarted therapy. Called back 30 minutes later and patient temperature was 31.5c and water temperature was 41.5c. Discussed adding bair huggers or blankets to hands, head and feet if not in conflict with their protocol. Call back with any additional questions and concerns. Per customer via phone on 14dec2023 it was reported that there was no impact to the male patient and therapy was completed on a second device. The issue with the device was believed to be the temp sensing probe. The original device was sent to biomed. They were connected to biomed and spoke with them and they had no information on this device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to user overfilling the device. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions for use were found adequate and state the following: "fill reservoir: fill the reservoir with sterile water only. Four liters of water will be required to fill the reservoir at initial installation. Add one vial of arctic sun® temperature management system cleaning solution to the sterile water. From the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. From the hypothermia or normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution; contact customer service to order internal cleaning solution; to replenish the internal cleaning solution: drain the reservoir: turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. Refill the reservoir: from the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun® temperature management system cleaning solution to the first bottle of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that nurse stated patient was well below targeted temperature and the arctic sun device did not appear to be warming them back up. It was confirmed device had been alerting. Event log showed alert 113 reduced water temperature control and alert 11 patient temperature 1 below low patient alert. Patient temperature was 31.2c, targeted temperature was 33c, water temperature was 33.6c and water flow rate was 2.0 l/m. Four pads were connected. System diagnostics read outlet monitor temperature was 32.8c, outlet control temperature was 33c, inlet temperature was 32.7c, chiller temperature was 7.6c, water flow rate was 2.0 l/m, inlet pressure was -7 psi, circulation pump command was 51 percentage, mixing pump command was 0, heater was 100 percentage, water reservoir level was 5, system hours were 4094 and pump hours were 3661.5. Had them stop therapy, drain pads and disconnect. Walked through draining 16 ounces of water. Restarted therapy. Called back 30 minutes later and patient temperature was 31.5c and water temperature was 41.5c. Discussed adding bair huggers or blankets to hands, head and feet if not in conflict with their protocol. Call back with any additional questions and concerns. Per customer via phone on 14dec2023 it was reported that there was no impact to the male patient and therapy was completed on a second device. The issue with he device was believed to be the temp sensing probe. The original device was sent to biomed. They were connected to biomed and spoke with them and they had no information on this device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to user overfilling the device. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions for use were found adequate and state the following: fill reservoir 1. Fill the reservoir with sterile water only. 2. Four liters of water will be required to fill the reservoir at initial installation. 3. Add one vial of arctic sun® temperature management system cleaning solution to the sterile water. 4. From the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. 5. From the hypothermia or normothermia therapy screen, press the fill reservoir button. 6. The fill reservoir screen will appear. Follow the directions on the screen. Replenish internal cleaning solution contact customer service to order internal cleaning solution. To replenish the internal cleaning solution: 1. Drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2. Refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun® temperature management system cleaning solution to the first bottle of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated patient was well below targeted temperature and the arctic sun device did not appear to be warming them back up. It was confirmed device had been alerting. Event log showed alert 113 reduced water temperature control and alert 11 patient temperature 1 below low patient alert. Patient temperature was 31.2c, targeted temperature was 33c, water temperature was 33.6c and water flow rate was (B)(4). Four pads were connected. System diagnostics read outlet monitor temperature was 32.8c, outlet control temperature was 33c, inlet temperature was 32.7c, chiller temperature was 7.6c, water flow rate was (B)(4), inlet pressure was -7 psi, circulation pump command was 51 percentage, mixing pump command was 0, heater was 100 percentage, water reservoir level was 5, system hours were 4094 and pump hours were 3661.5. Had them stop therapy, drain pads and disconnect. Walked through draining 16 ounces of water. Restarted therapy. Called back 30 minutes later and patient temperature was 31.5c and water temperature was 41.5c. Discussed adding bair huggers or blankets to hands, head and feet if not in conflict with their protocol. Call back with any additional questions and concerns. Per customer via phone on 14dec2023 it was reported that there was no impact to the male patient and therapy was completed on a second device. The issue with he device was believed to be the temp sensing probe. The original device was sent to biomed. They were connected to biomed and spoke with them and they had no information on this device and the person working on it is out of the office. Apduraipandi 18dec2023.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse stated patient was well below targeted temperature and the arctic sun device did not appear to be warming them back up. It was confirmed device had been alerting. Event log showed alert 113 reduced water temperature control and alert 11 patient temperature 1 below low patient alert. Patient temperature was 31.2c, targeted temperature was 33c, water temperature was 33.6c and water flow rate was 2.0 l/m. Four pads were connected. System diagnostics read outlet monitor temperature was 32.8c, outlet control temperature was 33c, inlet temperature was 32.7c, chiller temperature was 7.6c, water flow rate was 2.0 l/m, inlet pressure was -7 psi, circulation pump command was 51 percentage, mixing pump command was 0, heater was 100 percentage, water reservoir level was 5, system hours were 4094 and pump hours were 3661.5. Had them stop therapy, drain pads and disconnect. Walked through draining 16 ounces of water. Restarted therapy. Called back 30 minutes later and patient temperature was 31.5c and water temperature was 41.5c. Discussed adding bair huggers or blankets to hands, head and feet if not in conflict with their protocol. Call back with any additional questions and concerns.